Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis intermittent interrogation with a known good radiofrequency programmer head was noted and that the tab on the power cord bay door was broken. The device was to be scrapped. (B)(4).